Event description:
It was reported that a user experienced intermittent bluetooth communication loss between the ilet and the dexcom g6, with the user asserting the issue was with the ilet while the dexcom mobile app continued to show sensor readings. Symptoms included no alarms or alerts and no reported adverse clinical effects. Outcomes included inconvenience due to signal loss to the ilet only, without clinical impact or medical intervention. Investigation included review of device-reported data and connectivity troubleshooting and education. Investigation of this case revealed that ilet reports showed consistent glucose data reception not fully aligned with the user¿s account, suggesting intermittent connectivity rather than sustained loss. It was concluded that the event involved communication issues without evidence of device malfunction affecting therapy or safety.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.